Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system failed to bootup, it was stuck at 0:00. The device was not in clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system did not bootup completely. A review of the system logfile showed frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a medical device correction (z-1144-2024). The fse visited onsite and upon functional testing, the fse confirmed the grabber card errors in the flexvision pc. The defective flexvision pc was returned for analysis, and it showed error with ram (random access memory). To resolve the reported issue, the fse replaced the flexvision pc, hdd and reloaded os and app software. After replacement and installation of necessary software, the system was returned to use in good working order.